Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill gauge reading. The customer's blood glucose level was 87 mg/dl. The customer declined tandem technical support's offer to assist with reloading the cartridge and was to monitor the pump.